Event description:
While applying a femostop to a patient post cardiac catheterization, the femostop gauge malfunctioned and did not work. It was identified that there is a "safety" mechanism so that when the red tab is removed, if a number does not appear in the display, then the device should be considered defective and not used.

Event description:
While applying a femostop to a patient post cardiac catheterization, the femostop gauge malfunctioned and did not work. It was identified that there is a "safety" mechanism so that when the red tab is removed, if a number does not appear in the display, then the device should be considered defective and not used.